Manufacturer narrative:
Additional information: blocks a1 (patient identifier), a2 (date of birth), a3 (sex), and a4 (weight); blocks e1 (initial reporter title, initial reporter first name, initial reporter last name, initial reporter email) and e3 (occupation). Block a4: patient weight: 92.26 kg. Block h6: problem code a0402 captures the reportable issue of balloon burst. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was able to be inflated to 15mm; however, the balloon burst around 16mm. The procedure was cancelled at this time. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilation procedure performed on (B)(6) 2021. During the procedure, the balloon was able to be inflated to 15mm; however, the balloon burst around 16mm. The procedure was cancelled at this time. There were no patient complications reported as a result of this event.